Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that the device was oversensing on the right ventricular channel in real-time. The oversensing did not appear to be related to any other intrinsic activity, and due to the small amplitude of the noise it was believed to be myopotential oversensing. The device was reprogrammed and the oversensing resolved, with isometric tests unable to reproduce the oversensing. The patient was in stable condition.